Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, the customer accidentally clicked the load fill tubing button twice. No impact to the customer¿s blood glucose as the pump was being used for a saline trial. Customer added saline to the cartridge and loaded it successfully.